Manufacturer narrative:
During processing of this complaint, patient weight could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient and device codes were corrected.

Manufacturer narrative:
Date of event and therapy date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01164. It was reported that the patient experienced a shocking sensation from the system. As a result, surgical intervention occurred to explant the lead and ipg. The exact explant date is not known. The patient also had another surgery due to a shocking sensation, documented in related manufacturer reference numbers: 1627487-2020-01166, 1627487-2020-01167, 1627487-2020-01168.